Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: none. It was reported that during a left iliac stent procedure, during advancement, the stent dislodged within the shuttle sheath in the area of right iliac. The shuttle sheath stent, and the stent system were removed. There was no adverse pt sequela. A non-abbott stent was successfully placed. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: the device was not returned for eval. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. In this case, it may be possible that the stent dislodged as a result of resistance within the shuttle sheath. A conclusive cause for the reported stent dislodgement could not be determined. However, there is no indication to suggest a product quality deficiency. A review of the finished lot history record did not reveal any non-conforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Additionally, it should be noted that the omnilink .035 biliary stent system instructions for use (IFU) states in the indications section "the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree." The IFU warnings section states "this device is not intended for any vascular indications. The safety and effectiveness of this device for use in the vascular system have not been established and could result in serious harm and/or death." All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security.